Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head [device issue] pen did not inject insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperketone-mia(blood ketone body increased)" with an unspecified onset date, "hyperglyce-mia(hyperglycemia)" with an unspecified onset date, "piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head(device component issue )" with an unspecified onset date, "pen did not inject insulin(device failure)" with an unspecified onset date, and concerned a 20 years old female patient who was treated with novopen 4 (insu-lin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba penfill (insu-lin degludec 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) (dose: 40 iu, qd (10u at morning, 20u at lunch, and 10u at dinner),) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 170 cm patient's weight: 53 kg patient's bmi: 18.33910030. Current condition: type 1 diabetic diagnosed 12 years ago historical drug: lantus. On an unknown date, patient reported that two of the novopen 4 with the same batch number had the same issue. After adjusting the dose and pressing the push button, the dose counter returned back to 0 u again but the piston rod did not move to push back of penfill so the pen did not inject insulin. The piston rod did not move when directing mechanical parts towards the grav-ity. It was identified that issue occurred because of gap between back of penfill and piston rod head. On an unknown date one month ago, patient suffered from hyperglycemia and hyperketonemia (blood ketone body) due to the technical issue with novopen 4 and was hospitalized. Her bgl (blood glucose level) (blood glucose) was not less than 300 mg/dl.patient's last ppbgl (blood glucose) was 300 mg/dl patient was not using any other concomitant drugs batch numbers: novopen 4: cug1319 tresiba penfill: ps6kw29 actrapid penfill: requested action taken to tresiba penfill was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "hyperketonemia (blood ketone body increased)" was not recovered. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "piston rod did not move to push back of penfill, because of gap be-tween back of penfill and piston rod head (device component issue)" was not reported. The outcome for the event "pen did not inject insulin (device failure)" was not reported. Reporter's causality (novopen 4) - hyperketonemia (blood ketone body increased): possible hyperglycemia(hyperglycemia): possible piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head (device component issue): unknown pen did not inject insulin (device failure): unknown. Company's causality (novopen 4) - hyperketonemia (blood ketone body increased): unlikely hyperglycemia(hyperglycemia): possible piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head (device component issue): possible pen did not inject insulin (device failure): possible. Reporter's causality (tresiba penfill) - hyperketonemia (blood ketone body increased): unknown hyperglycemia(hyperglycemia): unknown piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head (device component issue): unknown pen did not inject insulin (device failure): unknown. Company's causality (tresiba penfill) - hyperketonemia (blood ketone body increased): unlikely hyperglycemia(hyperglycemia): possible piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head (device component issue): possible pen did not inject insulin (device failure): possible. Reporter's causality (actrapid penfill) - hyperketonemia (blood ketone body increased): unknown hyperglycemia(hyperglycemia): unknown piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head (device component issue): unknown pen did not inject insulin (device failure): unknown. Company's causality (actrapid penfill) - hyperketonemia (blood ketone body increased): unlikely hyperglycemia(hyperglycemia): possible piston rod did not move to push back of penfill, because of gap between back of penfill and piston rod head (device component issue): possible pen did not inject insulin (device failure): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: investigation results. Name: novopen 4, batch number: cug1319 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill, batch number: ps6kw29 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: actrapid penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, following has been updated: -investigation results updated -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: final report check box ticked, expected date of follow up report was removed and further investigation updated -device addendum tab: annex b c d g codes updated. -CAPA comment updated in eol. Final manufacturer comment: (B)(6) 2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and its complications. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill and tresiba penfill. H3 continued: evaluation summary: name: novopen 4, batch number: cug1319 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.